Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. Lot no. 13k. The probe was broken 16 mm from the tip of the probe. There was a mark of contact with the grip around the fractured part. When I checked the fracture surface, it was broken starting from the scratch. There was a mark of contact with the probe on the grip. The tissue pad was heavily worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from distributor that during a laparoscopic cholecystectomy procedure using the subject device, the probe fell off inside the body when it was not outputting. The user facility recovered the probe. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 16mm from its tip. There was a mark in the probe which came in contact with the grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Since ultrasonic waves were output while the tissue was gripped by the tip of the grip, the probe and the tissue pad came into contact with each other on the rear end side of the grip, and the tissue pad was worn. 2. The tissue pad was severely worn and the grip was in contact with the probe. 3. Ultrasonic output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. The above device handling has warned in the instruction manual.